Event description:
It was reported that the programming head had exposed wire on its cord although there was no problem with how it worked. The head was replaced with a spare and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Rf (radio frequency) head cable is torn and exposed. Rf head label lamination is delaminated from the label.